Event description:
It has been reported that a pituitary's tip broke during an unspecified spinal surgery.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. The shaft tip is cracked at the centerline of the pivot pin, on both sides. The location, and amount of force required in order induce fracture of the shaft is consistent with overload. Additionally, the edges of the jaw tips are deformed, consistent with excessive force. The above observations are consistent with overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.